Event description:
It was reported that a patient fell and broke a shoulder resulting in swelling around the patient's implantable defibrillator (ICD). It was further reported that the high voltage lead impedance decreased from 53 to 35 ohms and the pacing impedance to decreased from 700 to 550 following the patient's injury and subsequent hospitalization. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.